Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received an unspecified sensor reading which was higher than they felt and self-treated with insulin (dose/type unknown), however, experienced vision problems, loss of consciousness, and suffered an arm fracture. The customer was treated with sugar provided by a family member and was also taken to the hospital where they received unspecified serum via IV and analgesic for arm fracture. There was no report of death or permanent injury associated with this event. A sensor reading of 372 mg/dl was compared against healthcare meter reading of 122 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Event description:
A high reading issue was reported with the adc device. The customer received an unspecified sensor reading which was higher than they felt and self-treated with insulin (dose/type unknown), however, experienced vision problems, loss of consciousness, and suffered an arm fracture. The customer was treated with sugar provided by a family member and was also taken to the hospital where they received unspecified serum via IV and analgesic for arm fracture. There was no report of death or permanent injury associated with this event. A sensor reading of 372 mg/dl was compared against healthcare meter reading of 122 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.